Event description:
It was reported that the IV set sn (B)(4) w/o bp y-conn leaked. The following information was provided by the initial reporter: "leakage".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-15. H6: investigation summary: a device history review was conducted for lot number 2103171. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Functional testing for leakage was conducted on the device. The results from these tests found the device was operating within product expectations and no leakage was observed. Unfortunately, without the ability to review the reported failure mode out engineers were unable to determine the root cause.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed . And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV set sn 403 w/o bp y-conn leaked. The following information was provided by the initial reporter: "leakage."